Event description:
Patient reported a left "ruptured prosthesis." Healthcare professional later reported a left "grade IV baker contracture", "presenting great discomfort, pain and visual and tactile changes to the implant" and the event of rupture only affected the contralateral side. Later reported "calcified nodule in the left breast" via us report. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture and lump/nodule was requested on july 10, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed.